Event description:
During a laparoscopic donor nephrectomy, two clips were applied to the renal artery. It was observed that one clip came off the ligation site during the procedure. Surgeon continued with the procedure, and closed up the patient. Patient was then moved to intensive care, and was then observed to have low blood pressure. He was then taken back to the or, and the surgeon discovered that the other clip had fallen off. Surgeon repaired the site by placing additional hem-o-lok clips onto the vessel. The patient is recovering well.

Manufacturer narrative:
D-4 catalog number: customer reported two (2) different catalog numbers when reporting this event. Catalog number 544250 hem-o-lok xl polymer clips, and 544990 hem-o-lok xl endoscopic applier. The clip that was involved in this incident was not saved. Add'l lot numbers: 2249698/544990, 2238586, and 2249532. Add'l exp date - lot number 2249698 - june 2008/544990 - no. Expiration date - reusable instrument. D-10 unused clips from remaining inventory, and the two appliers used in procedure returned. H-4 device manufacture date: lot number 2249698 - july 2005. Teleflex medical is still in the process of evaluating the clips that were from the lot that was used, and the two appliers sent in. Once it is completed, we will provide a follow up report. DHR evaluations was performed on both clip lots and both applier lots, and did not have any non-conformances or deviations for functional issues.